Manufacturer narrative:
Novasure disposable recorded on (B)(4) arrived at (B)(6) on (B)(6) and was tested by the pms group. Failure mode related to "bleeding" . Visual inspection was performed and had no kinks or damaged components .array had blood/tissue and was exposed. External sheat had blood/tissue and was exposed. The cervical collar had blood and was unlocked. Length setting was 5.0 internal flexures were not yielded. Vacuum relief valve didn't had blood and moved correctly. Blood in the vacuum feedback, canister, and imd housing and suction line . The rf controller testing was executed , the bubble test, eap and cia passed. The ablation testing was executed and a vacuum error appeared. A leak was found in the relief valvle. The vacuum error can be confirmed due to a leak. Additionally the physician reported that he lacerated the cervix on removal of the handpiece to examine the uterus. In h6 in investigation findings : leak issue would be the proposed code. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on may 20th during a novasure procedure the physician removed the array to reseal the device and lacerated the cervix. The physician sutured the injury and opened a second device which he used to complete the ablation. The patient was reported as in stable condition. No other information is available.